Event description:
While treating pt, the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.